Event description:
During a procedure last week the customer recieved multiple error codes and the control module was smoking. The account replaced the vacuum tubing and rebooted the system and were able to complete the case with no patient consequence.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require thevacuum pump, interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced, vacuum pump replaced. (510(k)#k99190)